Event description:
It was reported that during an unknown procedure; after the device was put through the trocar, the jaw of the device would not open as expected. The procedure was completed using same like device and reload. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the jaws eventually open?

Manufacturer narrative:
(B)(4). An ecr60w cartridge loaded on the device. The reload was received partially fired 1/3 consistent with an incomplete firing cycle. No functional test could be performed due to the condition of the device. The device was disassembled to verify the internal components and the closing trigger was found broken in the area where it latches with the closure link. Furthermore the closure link pin was out of position. While no conclusion could be reached as to how the closing trigger became damaged and the closure link pin to be out of position, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.